Event description:
During service by baxter, the infusion pump failed accuracy test on channel a and b. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.